Event description:
Customer alleges her m61r power chair accelerated and rammed her into a wall breaking her toe. Customer says she did not receive any medical intervention. Second customer states she was attempting to get in the bed and the chair started moving and she fell to the floor.